Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 375cc mentor smooth round moderate profile saline breast implant, catalog # 3501660, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation primary with a 375cc mentor smooth round moderate profile saline breast implant has experienced postoperative right-sided deflation, confirmed by a physician. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information that the patient underwent explantation on (B)(6) 2020. On (B)(6) 2020, mentor failure analysis lab has received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01-apr-2020, mentor became aware that the patient underwent replacement with two 375cc mentor smooth round moderate profile saline breast implants, catalog # 3501660, lot # 6459422 on (B)(6) 2020. On 14-apr-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, the patient experienced a deflation on the breast saline implant. During visual inspection of the device a tear was observed in the anterior view. Microscopic examination was performed and the cause of the rupture could not be identified. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The second product received (lot number 6459422) is a concomitant/contralateral device, therefore no further analysis is required. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).